Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose at the time of admission was not known. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. The caller was unable to conduct the high pressure test at the time of the call, but no delivery alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.